Event description:
It was reported that the patient experienced medication side effects. After device replacement, the patient experienced ¿autonomic symptoms¿ including periods of hot/cold, nausea, vomiting, and dizziness along with general weakness far below her baseline. At first, the doctor thought the symptoms were secondary to a cerebrospinal fluid leak, so an epidural blood patch was performed on (B)(6) 2012. The blood patch did not resolve the symptoms. The infusion rate was increased on (B)(6) 2012 and then decreased on (B)(6) 2012. The pump was initially being used to deliver morphine and clonidine. The doctor determined the symptoms were secondary to the clonidine, so the doctor ¿rotated to hydromorphone¿ and removed clonidine on (B)(6) 2012. However, the patient¿s pain was not controlled. The patient¿s pump was refill with morphine only on (B)(6) 2012, and the patient was ¿doing well with this medication.¿ on (B)(6) 2012, the patient¿s outcome was noted as resolved without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).